Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was stuck in the reservoir change process and alarmed bolus stopped. The customer¿s blood glucose level was unknown at the time of the incident. The customer had 27 units of active insulin but did not recall delivering any boluses. The customer stated the bolus history looked strange. The customer experienced both low and high blood glucose. Troubleshooting was completed. The insulin pump will not be returned for analysis.